Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. The complaint was received into the company with the following comment: new etq record created in order to update etq (legacy system) complaint number wpc 2709-2010. Reason for original complaint.- patient revised for pain, found cup and stem mal-positioned. Doi: (B)(6) 2007, dor 4/2/2010 (left hip). Update 04/26/2011: litigation papers allege patient had significant pain. It is also alleged that a hip aspiration taken in 2010 revealed orange-colored fluid which his doctor believes was a sign of metal debris. Femoral head added to complaint. Patient is a resident of ut. Update 01/13/2012: plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Updated patient's name. Update ad 07 may 2018: com-018215 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup and stem, component fracture, infection, and elevated metal ions. Added law firm, revision hospital, revision surgeon, and manufacturing date for the head. Updated event date. Doi: (B)(6) 2007 - dor: apr 02, 2010 (left hip). This pc is for the second revision of the left hip. See (B)(4) for the first revision. This complaint is investigating the 2nd revision as it states above in the comments. This revision was originally investigated under complaint number wpc- 2709-2010. The complaint has been re-opened after receiving the ppf and sticker sheets a complaint search of the head, cup and stem lot numbers does identify previous complaints but they are all asr metallosis related complaints. A DHR review for the cup, head and stem was conducted under the original investigation where it was reported that no anomalies were found. A deviation was found which was deemed not related to the event leading to the revision. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem, component fracture, infection, and elevated metal ions.

Event description:
Patient revised for pain, found cup and stem mal-positioned. Update - (B)(6) 2011 - litigation papers allege patient had significant pain. It is also alleged that a hip aspiration taken in 2010 revealed orange-colored fluid which his doctor believes was a sign of metal debris. Femoral head added to complaint.